Event description:
A report was received that the patient's midline and pocket incision site were coming apart. The patient will undergo a revision procedure wherein the incision sites will be reclosed.

Event description:
A report was received that the patient's midline and pocket incision site were coming apart. The patient will undergo a revision procedure wherein the incision sites will be reclosed.

Manufacturer narrative:
Additional information was received that the patient also experienced pain at the top of the battery incision and tenderness at the lead site. Associated symptoms included pain when leaning back and applied pressure to the back. Ultrasound result revealed similar changes occurred to the leads wherein there was coiling to the skin surface since her last revision (MFR report #3006630150-2015-00666). The patient underwent a procedure wherein the pocket and midline incisions were revised. The patient was doing well postoperatively. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.